Event description:
It is reported that a customer has physical damage on their insulin pump. The customer states there is a lot of plastic missing from the body of the pump. The patient's blood glucose level was 170 mg/dl at the time of the call. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
.